Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted that the shaft was damaged. During testing, engineering was able to replicate the customer's experience of plastic shavings scraping off of the cannula during entry into the trocar. The root cause of the customer's experience is the damaged cover tube that flared out near the jaws. The non-conforming cover tube may have occurred during assembly, which caused shaving when inserting the clip applier down the inside of the cannula. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently investigating device improvements which are intended to reduce the potential for this type of incident to reoccur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "nurse in room said pieces of clip applier were shredding off of the device inside the patient." Patient status - stable.